Event description:
Info received indicates the brake casters are not locking in brake. The head end casters continue to swivel but the caster wheels lock.

Manufacturer narrative:
The tech replaced the brake casters to repair the stretcher.